Manufacturer narrative:
Device was returned for alleged broken retainer ring on (B)(4) 2021. Device passed the displacement test and p-cap locks properly into reservoir, however, partially broken retainer ring was noted during visual inspection. The following were noted during visual inspection: pillowing keypad overlay, scratched case, retainer knit line damage, cracked keypad overlay, missing o-ring (reservoir tube), broken reservoir tube lip, corroded battery tube, and scratches on lcd window. In summary, customer allegation for cosmetic damage was confirmed during visual inspection where retainer knit line damage and partially broken retainer ring was noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a missing o ring. The customer stated that the reservoir did lock into place. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.